Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced severe pain in the back and abdomen. The physician ordered a CT scan (results not reported), then brought the patient to the operating room immediately following to explant the patient's surgical lead. During the procedure, it was observed that a hematoma was present. It was noted there were no neurological deficits as a result. F/u on this matter revealed the hematoma and associated symptoms have fully resolved. The explanted lead will not be returned to the manufacturer for analysis.